Event description:
Underdose customer reported that the nurse programmed infusion of drug pip-tazo at 12 00 and at 16 00 , it was found that there was a lot of fluid remaining in the bag and that a partial dose may have been administered to the patient. Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event found. Device was not asked for investigation as the reported event was linked to a similar issue that has already been investigated. The reported event could not be reproduced. No technical nor functional defect being identified on the returned device during control testing, the compliance with IFU for use with secondary infusion was checked with the customer. It appeared that the hanger used for secondary infusion IV set was only 8 inches long (20cm) when the IFU recommendation is that the distance between the primary and secondary bag should be 12 inches (30cm). Therefore the condition of use were not within recommendation specified in the IFU. Using two hangers would allow to achieve requirements. This was suggested to the customer who applied this workaround and confirmed that ever since using two hangers to lower the primary bag, they did not get any issue in delivering the secondary medication.

Event description:
Underdose.